Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and glucose to address bg. As a result of low bg the customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline. The customer was released from the hospital on (B)(6) 2024 with no permanent damage and issue resolved.